Event description:
It was reported the insulin pump alarmed motor error during prime. The alarm was cleared and explained to the customer. The device was not exposed to a magnetic field. Customer was advised to deliver five unit of insulin to fill cannula, device did not alarm. Customer change tubing and reservoir. No issues noted with the insulin. The device three time in the past month. Customer declined to provide blood glucose level. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor, and excessive no delivery test. There was no motor error alarm noted. The motor tested outside of device and passed. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, stained back address label and cracked battery tube threads.